Event description:
It was reported that an alarm indicating high peep (positive end-expiratory pressure) was triggered on a ventilator while it was connected to a patient. A servo guard bacteria filter was attached between the patient and the ventilator at the time of the reported event. Once the bacteria filter was removed, the alarm indicating high peep was no longer present. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Reported alarm was high peep. No filters were returned for investigation and no ventilator logs were provided. According to information from the hospital, the problem was caused by a clogged servo guard filter after the patient had been nebulized. The alarm along with information about a clogged filter indicates an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to the peep value being higher than the users' preset and can also cause the pressure to be constantly so high above peep that an alarm for high continuous pressure is generated. The user¿s manual contains a warning that when the filter is used during nebulization, the user should carefully monitor the airway pressure. A clogged filter could result in increased airway pressure. The filter should be replaced if the expiratory resistance increases, or after a maximum of 24 hours, whichever comes first. Our conclusion is, that the described error was caused by a clogged filter and not a ventilator malfunction.

Event description:
(B)(4).